Event description:
During surgery, after insertion of the lag screw, the ublade was distorted and could not be inserted properly. The surgeon used other new u-lag screw set.

Event description:
During surgery, after insertion of the lag screw, the ublade was distorted and could not be inserted properly. The surgeon used other new u-lag screw set.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the event was confirmed but could not be reproduced using standard instruments and following the procedure. With available information a root cause could not be verified but a deficiency of the device could be excluded.